Event description:
During a percutaneous transluminal coronary angioplasty procedure that the body of an ultimum introducer sheath separated from the hub while the physician was removing the guide catheter from the introducer sheath. The physician was unable to percutaneously retrieve the retained introducer section. The pt was transferred to surgery and the detached portion of the introducer sheath was removed. The pt was reportedly recovering.